Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the atrial lead exhibited noise which led to inappropriate automatic mode switching. No other electrical anomalies were reported. No patient symptoms were reported. Patient would continue to be followed up.